Manufacturer narrative:
The device was evaluated by the returns department which found that the battery terminals are damaged.

Event description:
Dealer states led for battery life is not working, cannot see how much battery life is left.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states led for battery life is not working, cannot see how much battery life is left.